Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 525 mg/dl, 575 mg/dl, 99 mg/dl, 579 mg/dl, 500 mg/dl, 477 mg/dl. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under deliver. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the infusion set cannula was bent. The insulin pump will not be and infusion set will be returned for analysis.